Event description:
Clinical trial. It was reported that 303 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The initial procedure treated the 70% stenosed, de novo mid lad (left anterior descending) with a 3.0x12mm taxus express2 stent. During this procedure, the 1st diagonal was also treated with another MFR's bare metal stent. The pt was admitted 303 days post procedure complaining of unstable angina and a revascularization was done. The 90% in-stent restenosis of the mid lad was treated with a 3.0x28mm promus stent. Also treated during this reintervention was an 80% stenosis of the proximal circumflex with a 3.0x16mm taxus liberte stent. The 1st diagonal was also treated with balloon angioplasty only. The pt was discharged the next day on asa and plavix.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the mfg records related to the batch that produced the complaint device was not possible because the batch number is unk. The root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the dfu.